Manufacturer narrative:
Device evaluation: analysis of the returned device identified: underweight and broken shell. A visual and microscopic analysis was performed which identified: sharp broken on posterior and crease fold. A dimension measurement in the shell was performed which identify the thickness within specification. Base on the device analysis the final assessment is: a sharp pattern on posterior of broken device assessed as an unidentified (tear) opening.

Event description:
Healthcare professional reported right side rupture and ¿complicated fluid accumulations in the implant area and in the subpectoral region¿ and ¿heterogeneous contaminated adipose tissue with locally lobulated echoes was detected¿. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "seroma" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late and rupture.

Event description:
Healthcare professional reported right side rupture and ¿complicated fluid accumulations in the implant area and in the subpectoral region¿ and ¿heterogeneous contaminated adipose tissue with locally lobulated echoes was detected¿. Device has been explanted.